Event description:
Vns pt passed away while in jail. Cause of death is unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event. It was reported that the pt was in need of generator replacement since last fall and was very frustrated with physician's office for not being able to schedule a reimplant for another few months. Pt was reported to have been in jail since last summer. Appointed judge for pt ordered that pt remain in jail until they could be taken by rehab facility which would not accept them until generator replacement surgery had taken place. Autopsy is pending.